Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Correction initial reporter address.

Event description:
The customer reported that when the patient was transferred to the operating room table the insulin infusion was removed from the pump in order to make the process of transfer easier and to untangle lines. A few minutes later while returning the infusion to the pump it was noted that insulin ¿was flowing freely into the patient.¿ it was estimated that approximately 80-90 units were inadvertently bolused. 50ml 50% dextrose in water was given. Subsequent blood sugar levels were initially elevated and later within normal limits. No further insulin was given to the patient during surgery. The reporter later confirmed that the nurse did not use the roller clamp when removing the IV set from the pump.